Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrodes. Complainant indicated that the paramedic obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was verified and the flex interconnect assembly was replaced to remedy the reported malfunction. The device was recertified and returned to the customer. The flex interconnect assembly was returned to zoll medical us; the malfunction was verified and attributed to a faulty transistor on the flex interconnect assembly. Analysis for reports of this type has not identified an increase in trend.